Event description:
On 07-23-1999,information was received from the sales rep which states that sometime during the week of 07-18-99, a zuma guide dissected in the right coronary artery at the ostium origin. (The director of the cath lab was on vacation that week: the physician mentioned it to her this morning.) It was additionally stated that the dissection spiraled into the aorta. The pt went to surgery and is recovering. The original procedure for which the zuma was being used was abandoned and not completed. The device was discarded and is therefore unavailable for evaluation. No further information is available.